Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was identified to be glue; a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the ongoing deice evaluation, the gastrointestinal videoscope exhibited foreign material coming out of the bending section. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during the ongoing deice evaluation, the gastrointestinal videoscope exhibited foreign material coming out of the bending section. There was no report of patient involvement.